Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, won't run alarm" alarm. The reservoir volume was 7.2, rate was 2.2, and 91.65 was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.